Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air was coming out of the sheath when inserting the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis. No air was seen entering the patient.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, air was coming out of the sheath when inserting the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.